Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. No additional information is available at this time per the surgeon. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that surgeon revised poly on patient's left scorpio knee. Patient presented with pain. Surgeon did a poly swap only as all other components were well fixed.